Event description:
A reported incident involved a microclave® connector stated that leakaged from clave when connect the luer lock syringe. The event occurred during infusion. There were no concomitant drug and no concomitant device. There was no bleedback, no chemo, no biohazard. There was patient involvement, but no adverse event/patient harm, and no delay in critical therapy. Therapy resumed without any further problems after the set was replaced.

Manufacturer narrative:
Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.